Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was discarded at the hospital and was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that (B)(6) revised the cup which was loose in the acetabulum and held in by the screws. The shell liner, screws and 28 mm plus 10 mm head were removed and replaced with a tritanium shell, a 36 liner and 4 screws, and a 36 plus 10 mm head. The stem was well fixed and was not revised.